Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter disconnected from the tubing of a vented paclitaxel set. This occurred during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. During visual inspection, the tubing was observed to be completely separated from the top of the millipore filter. The dimension of the tubing and the millipore filter parts were also inspected and were determined to be conforming as per product specifications. The reported condition was verified. The cause of the issue was due to human-production; when the operator did not fully insert the tubing into the millipore filter during manual assembly. To remediate the error, the operators will be retrained to fully insert the tubing into the millipore filter during the manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.